Manufacturer narrative:
Isi has received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations confirmed/replicated the customer reported complaint. Fa found the primary failure of the damaged conductor wire insulation to be related to the customer reported complaint. The fenestrated bipolar forceps instrument was found to have damage to the conductor wire¿s insulation and the visual inspection found the wire exposed. The instrument passed an electric continuity test. The instrument grips opened and closed properly. The root cause was attributed to a component failure. A review of the device logs for the fenestrated bipolar forceps (part number 420205-16/lot number n10210614 403) associated with this event has been performed. Per this review of the logs, the fenestrated bipolar forceps instrument was last used in a procedure on 29-june-2022 via system sh2317. The alleged instrument had 6 uses remaining after the last procedural use. Isi has received the images of the broken fenestrated bipolar forceps instrument. The review of the provided image is conducted by the regulatory post market surveillance (rpms) specialist and found that the image was consistent with the alleged complaint of damaged conductor cable with exposed conductor wire. This complaint is considered a reportable malfunction event due to the following conclusion: it was alleged that the fenestrated bipolar forceps instrument had conductor wire damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, black cable on the wrist part of the fenestrated bipolar forceps instrument was broken. The procedure was completed with no reported injury using a backup instrument. The fenestrated bipolar forceps is a multiple-use electrosurgical endoscopic instrument with a grasping tip to be used in conjunction with the da vinci system and an external electrosurgical unit (esu). The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). An intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the fenestrated bipolar forceps instrument was inspected prior to use and had no damage. It was unknown if the instrument collided with any other instrument or tool during the procedure. The fenestrated bipolar forceps instrument had black cable broken and conductor wire insulation was frayed. There was no loss of cautery. There was no fragment falling inside the patient¿s anatomy. It is unknown if there was any evidence of arcing of electrical energy during the surgical procedure.